Manufacturer narrative:
The device history record was not reviewed. Samples evaluation: we received one empty, used pump for evaluation and investigation. Visual inspection of the pump found the select-a-flow (saf) set at 14 ml/hour. The pump was refilled with normal saline solution to the nominal fill volume of 400 ml and a flow rate accuracy test was performed. The pump did not confirm the claim of a fast flow. The bladder pressure was measured and found to be within specification.

Event description:
I-flow received a report stating, pump infused too fast and pt experienced weakness in the legs. Pump placed around 10:30 am (B)(6) 2010, pt discharged 11:20 am. Family felt that pump was empty about 9-10 pm (B)(6) 2010. Called doctor's office around 8 am and was told to clamp pump and go to emergency room. Pt arrived in emergency room around 10:52 am. Pump returned to doctor's office. Pump was not empty, still contained about 30cc of medication (removed from pump by syringe by doctor's office). Pt released from emergency room, is doing well, and has had follow-up appointments with doctor. Pump was filled with 400 mls, medication marcaine 0.25%, flow rate set at 14 ml/hour. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).